Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a vizigo and an air and blood leak occurred. When completing an atrial flutter ablation in the right atrium using a vizigo sheath. Upon placement, it was noted that the valve of the sheath was not functioning as expected. Air had been introduced to the sheath itself and then blood started coming back out of the valve. Additional information received indicating the hemostatic valve was not dislodged inside or outside of the hub but the leak was from the valve section. The brim cap/hub did not detach from the sheath. The issue occurred while the device had already been introduced into the patient but no air entered the patient¿s body. Less than 3ml of blood loss was observed. The vizigo was flushed by the scrub tech prior to insertion and again by the physician once it was in place within the vein to try to eliminate the bubbles.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).